Manufacturer narrative:
One cadd®-solis ambulatory infusion pump was returned for analysis. The customer's reported problem was "failed accuracy test". A visual inspection found the pump to be in good physical condition. Inspection of the pump's event log revealed no reported problem. The customer's reported problem was able to be duplicated with one of three accuracy tests that were performed. The expulsor was trimmed in order to bring delivery within specification. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.

Event description:
It was reported that a cadd®-solis ambulatory infusion pump had a failed accuracy test. Unknown if there was patient involvement.